Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the black box showed multiple loss of prime warnings associated with occlusion alarms. The force calibration testing passed. The pump was run for 24 hours and no alarms or prime issue occurred. Unrelated to the original complaint, the battery compartment was cracked from the case seal to the grip pad.